Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred during the software upgrade. There was no harm or injury reported. The device has not been returned to the manufacturer. Technical support walked the customer through the software upgrade over the phone and the device's software was successfully upgraded to address the issue.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.